Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a nickel allergy that was exacerbated by the lifevest. The patient described the irritation as red and oozing clear fluid. There was no alleged device malfunction. The patient's physician advised use of hydrocortisone and a visit to a wound center. During follow up, the patient reported that the irritation was unchanged.